Event description:
It was reported that the cot was positioned at a lowered height, the patient sat on the edge and the head end dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot was positioned at a lowered height, the patient sat on the edge and the head end dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Recomended and provided information to retrain the user's of the device.